Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7004235, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was put in on top of a nerve and causing more pain than relief. The patient underwent a procedure wherein the ipg and the spinal cord stimulator paddle lead were explanted.

Event description:
It was reported that the patients implantable pulse generator (ipg) was put in on top of a nerve and causing more pain than relief. The patient underwent a procedure wherein the ipg and the spinal cord stimulator paddle lead were explanted. Additional information was received that the explanted devices will not be returned.